Event description:
Revision of equinoxe reverse shoulder components, due to instability. Primary surgery was (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.